Event description:
Caller stated that she was implanted with an essure contraceptive tubal occlusion device on (B)(6) 2006. Sometimes on (B)(6) 2024 she started bleeding, she met with her doctor and she was told that the device is broken and migrated to her uterus. Caller will be having a hysterectomy next month. She also stated that the device has been recalled and she was not notified.